Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that at around 8pm in the evening, the patient suddenly cannot see anything and her husband called the emergency medical team (emt) after the sensor was put on the arm. The patient was having a low reading from her bgm versus her dexcom egv that was reading normal on the receiver. She can no longer recall exact reading from both display devices. She was brought to the emergency department (ed). At the hospital, the staff helped her elevate her sugar. The patient can no longer recall exact treatment during her stay at the hospital and refuse to provide further details. She was discharged the next day and is now feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.